Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture, high capture threshold and low amplitude. Boston scientific technical services recommended further evaluation. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.